Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, patient's PICC was inserted (B)(6)2024, 5cm external on insertion. Patient came into the chemo suite for chemo and there was no blood return on assessment, upon further assessment, "bubbling" heard in upper arm with flushing. Cxr confirmed tip in proper position. PICC removed and found to have a split around the 10cm mark. Additional information received 12/12/2024: it was reported there was no immediate patient harm, but patient had to have her PICC removed and a piv inserted (patient is a very difficult IV start) to have her chemo therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. An initial visual observation revealed use residues throughout the returned sample. A circumferentially aligned kink was observed between the 10 cm and 11 cm depth markings. Dimensional measurements of the catheter tubing were taken and found to be within specification. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Repetitive kinking of the indwelling catheter appears to have contributed to the observed damage; however, the specific circumstances surrounding how kinking occurred were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.